Event description:
It was reported that the system was locking up after selecting advanced application. This can cause a total loss of navigation functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
The customer canceled the service call.